Manufacturer narrative:
The reported event of lead could not be fixed well was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and covered with blood/tissue. The full helix extension length was measured within the specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during an attempted implant, the lead could not be fixed well. The lead was replaced. There were no adverse health consequences, the patient was stable.